Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the pate 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported when removing his cycler from the cart he found a fluid leakage had occurred. He was returning the cycler for an unrelated issue when he found evidence of a past fluid leak. It is unknown when the fluid leak occurred however the last treatment was performed (B)(6), 2014. He notified his pd nurse. The set was discarded. During follow up the patient's pd nurse reported that his effluent remained clear. There were no complications. The patient was not treated with any antibiotics. No adverse event reported at this time.